Event description:
It was reported that a cartridge alarm occurred during insulin therapy, and the caller was unable to successfully load a new cartridge, leading to recurring alarms. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, technical support assisted the customer by replacing the malfunctioning pump, advised on using a backup insulin pump, and provided instructions for returning the problematic pump.